Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant" number 11 states, "inadequate healing." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a revision of a tibial nail approximately three years post-implantation due to nail fracture after a fall unrelated to the device. Patient's legal counsel alleges the patient has had a slow recovery following the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-01962 / 02487).

Event description:
Legal counsel for patient reported that patient underwent a revision of a tibial nail approximately three years post-implantation due to nail fracture after patient fell. The fall was reportedly unrelated to the device or procedure. Patient's legal counsel alleges the patient experienced delayed recovery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received indicate the patient was revised approximately four years post-implantation. Medical records note all components were removed.